Event description:
A malfunction on a pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. They were advised to continue using the pump and to call back if any further issues arose.